Manufacturer narrative:
Results - representative sample was used as the actual defective sample could not be obtained. The sample was subjected to leakage test, luer test, and seal testing, the reported defect could not be duplicated in the representative sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - complaint unconfirmed. The root cause could not be determined as the defect could not be replicated.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ prn adapter luer-lok¿ adapter with short injection site leaked during use. There was no report of exposure, injury or medical interventions.